Manufacturer narrative:
The manufacturer did not receive devices as they are still implanted in the pt. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event could not be ascertained from the info provided, but an updated report will be submitted once more info is received. (B)(4).

Event description:
It was reported that the pt received a biolox delta head, an unk allofit cup and an unknown inlay, left side, on (B)(6) 2012. A few weeks after implantation, the pt was suffering from an infection. On (B)(6) 2012, the surgeon performed arthrotomy and the pt underwent synovectomy.